Event description:
A positive advia centaur xp hbsag result was obtained on a patient sample and questioned by the physician. The patient was redrawn for repeat (B)(6) testing and the result was negative. The customer retrieved the original sample and performed repeat (B)(6) testing after re-centrifuging the sample and the result was negative. Confirmatory (B)(6) testing was not performed as the initial index result was greater than fifty and confirmatory testing would not be required. There was no known report of patient treatment being altered or adverse health consequences due to the initially (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed a bent reagent probe 3 (rp3) and replaced the reagent probe, checked alignments and system performance. The cause for the discordant result is unknown. No conclusion can be drawn. The instrument is performing within specifications. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."